Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified secondary access set alarmed upstream occlusion 3-5 times until completion. The set was connected to a non-baxter cytoset and used with a non-baxter pump. The issue was identified during patient infusion with potassium phosphate. The next drug was established after flush between medications. The pump then alarmed upstream pressure with increased frequency. The pump setting was changed, however this did not resolve the issue. The complete set was changed and the remained of medication infused with no alarms. When the original set was removed from the pump and allowed to gravity drip, it dripped very slowly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information received for updates to b5, d1, d4 (catalogue #), g1 (device manufacturer name and address), g4. B5: add the product description of the access set as: clearlink system non-dehp secondary medication set. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: should additional relevant information become available, a supplemental report will be submitted.